Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller screen went white and cannot get controller to turn on like normal. Caller stated that they were charging the controller over night and when they went to charge the implant this morning, the screen was just white. Before troubleshooting, pt stated they have already removed battery pack and plugged into ac power supply but that did not resolve the issue. Patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on but, the screen on the controller was white and a third of it was "grayish". Caller confirmed there was a green light on the ac power supply box. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745, lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the 97745 programmer serial number (B)(6) revealed front case damaged, replaced lcd, blank/white/pixel multicolor/no display. Cleaned charger connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.